Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. Sample consisted of one catheter. The sample came inside a generic plastic bag and showed signs of use (remains of blood). Visual inspection was performed and the catheter did not present any defects in the suture wings. The evaluation was observed that the cuff is firmly adhered to the catheter. The reported condition has been confirmed. The product sample was returned to the manufacturing site for review. Based on sample evaluation the cuff was presented on the catheter, it can be noted wear on it; however no defects were found on the cuff. Based on the sample information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. The most possible causes are related to misuse. No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient¿s catheter fell out while at home resting. There was no patient injury.